Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, the lens would not come out of the injector while injecting in the eye. Additional information was provided that the procedure was completed with an alternate lens. There was no patient harm.

Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported complaint was observed. Additional observations were as follows: the device is returned loose in the carton. The lens stop and the plunger stop has been removed. The correct nozzle confirmed on the device. Viscoelastic is observed in the device. The plunger and the lens are advanced at the wound guard and the plunger is slightly advanced over the lens. The trailing haptic is folded over the optic and the leading haptic is extended straight. Additional information: the complainant indicates the use of a viscoelastic, which is not qualified for use with this device. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow the directions for use (dfu), as the customer states the use of non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding , delivery issues and /or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).